Event description:
Patient reported, a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on posterior side assessed, as surgical damage. Additional observations: creases were observed. Wear abrasion observed. White particles observed, the inner surface of the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401- fluid/ blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported a right side deflation. Device has been explanted.